Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer report # (B)(4): at the time of home care training for the patient with a gastrostomy tube (practical part), a demonstration is made of how the device is washed and water leakage is observed at the y-connector part of the feeding and medication lines. When trying to disconnect the nutrition equipment, it is not possible and the y-connector is completely broken. The y-connector was replaced and the patient is in good condition.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided from customer complaint report, and no photo sample/actual sample with a lot number was received. A sample analysis was not possible as there was no photographs or samples provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue, determine a root cause or relate it to a manufacturing process. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. Based on the above analysis, the observed occurrence of harm (o) is (1, improbable) which is equal the range of the expected occurrence of harm (o) (1, improbable). This complaint will be used for tracking and trending purposes.